Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient underwent surgical intervention (date unknown) wherein the ipg was explanted due to uncomfortable stimulation. However, the patient was re-implanted on (B)(6) 2019 with an ipg offering burst therapy.